Event description:
It was reported the flex video scope had a b30 error. The issue occurred during unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the customer allegation was not confirmed. However, the charged coupled device unit was broken, and no image was displayed. It is likely the failure was linked to the device but unable to trace more specifically, what indicated the problems. The investigation could not identify the root cause. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.